Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of no display was due to the motor control board. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/17/2019 to the present date 11/6/2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 (B)(4)) for 70 - low reading 7.88 indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
The customer reported the device had no display. No patient involvement.